Event description:
It was reported that this lead was an attempted implant due to other non-product experience. A new rv (right ventricular) lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).